Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor system. The customer's blood glucose value was 370 mg/dl. Customer reported that insulin squirted out during manual prime. Customer was disconnected during prime. Customer reported insulin pump was not bumped or dropped, no water contact. The device will be returned for analysis.